Manufacturer narrative:
We released new software cxdi-dmw ps2 ver.4.53 and upgraded to it for the sites where multi accession function on cxdi-dmw ps2 ver.4.50 to 4.52 is used.

Event description:
On (B)(4) 2010, canon u.s.a, inc. (B)(4), received a call from their dealer regarding a cxdi-60g sensor panel with an issue of "unexpected study information." A pt identified above had images which was for other pt's examinations. There is a potential of misfiling one pt's images for a different pt's images when data is sent through pacs.